Event description:
It was reported post op a gastric band procedure, the port flipped. The patient underwent a reoperation to replace the port. The is patient is fine.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.